Event description:
I had silicone implants (allergan natrelle) placed (B)(6) 2011. Since then, I¿ve had diffuse joint and muscle pain (shoulder pain started immediately after implants were placed; upper back and neck started shortly after implants were placed and have gradually worsened, pain in hands knees, toes) extreme fatigue, headaches and hair loss. The symptoms have gradually worsened. CT scan (B)(6) 2018 revealed rupture of the right implant, which was then confirmed with MRI in (B)(6) 2018. I¿m scheduled to have the implants removed on (B)(6).